Event description:
It was reported the diagnostic test showed invalid impedance on leads during a trial lead implant surgery. The pt was successfully programmed post-operatively. F/u determined the pt is being scheduled for a permanent implant. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.